Event description:
A dreamstation 2 advanced auto CPAP device was returned to the manufacturer service center with an allegation of service required. The customer's complaint was not confirmed. During the evaluation it was noted that the device's printed circuit assembly had thermal events most likely due to the potential water/liquid ingress and mostly likely the cause of the device failing the final test. The printed circuit board had mineral deposits in areas d19, c41, d2, u10, d21, d6, vr1, u2, c24, c95, d20, d22, r153, gnd5, r47, q2, q3, q4, p4, d14, d17, q11, c201, and j1, indicating potential water/liquid ingress. The pca screw had a potential mineral deposit stain/corrosion on it. There was potential mineral deposit stains in the blower box, indicating potential water/liquid ingress. The source of the contamination was most likely external to the device. There were burn marks and corrosion near the display connector. The display ribbon cable had potential corrosion on the end pins. There was potential corrosion on 2 screws on the bottom of the device and one screw had potential rust on it. In conclusion the device's printed circuit assembly was replaced to address this issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.